Manufacturer narrative:
Pt identifier: (B)(6). Product return - the complaint device is indicated to be returned for analysis, but has not yet been returned. Once the device is returned and an evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that during a shoulder arthroplasty procedure, upon trial reduction of the shoulder, the humeral trial fractured. There was no reported patient injury as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being submitted to relay additional information.

Event description:
It is reported that during a shoulder arthroplasty procedure, upon trial reduction of the shoulder, the humeral tray trial fractured. No pieces fell into the patient and the surgery was completed successfully with another device.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; the visual inspection identified that the post has sheared off the back of the humeral tray trial. The fracture analysis report confirmed that the fracture surface artifacts suggest a bending overload fracture. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Compatibility check was not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on april 14, 2017 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0001825034-2017-03410.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 02250.

Event description:
It was reported that during surgery, the drill bit broke off into patients bone. The piece was retrieved. The surgeon continued surgery with another drill bit. That drill bit broke as well. The surgery was completed with another device. Attempts have been made and additional information on the reported event is unavailable at this time.